Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis internal insulation abrasion was noted at 12.3-13.4cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 6.5-8.0 cm from the distal tip. The etfe coating was damaged at this location consistent with the explant procedure. Internal insulation abrasion was noted at 31.5-32.1cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.